Event description:
Spontaneous. Patient reports a cassette issue; yesterday (B)(6) 2021 premix cassette malfunctioned, pt did try cassette on both pumps with no success. Pt switched to a different premix cassette and therapy continued with no further issue. Advised pt to hold on to the cassette in case needed for investigation. Lot number unknown. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No is the cassette available to be returned for investigation? Yes. What is the outcome of the event? Resolved. Describe in detail any and all damage to the cassette: no damage has this incident happened within the past 6 months? No. Has this patient reported a pump malfunction within the past 6 months? No. Did the reported product fault occur while in use with the pt? Yes, did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR} replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.